Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. It was noted that this was a single out of range measurement and the shock impedance returned to within normal specification limits in the 40 ohm range. All other lead measurements were indicated to be within normal specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported.